Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding crack/fracture involving an exeter stem was reported. A review of the provided medical records confirmed shell malposition. Device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: a review by a clinical consultant noted: there is "no evidence available to suggest that device-related factors might have played a role while the present failure scenario as based upon an adverse mix of several procedure-related and patient-related factors provides a plausible explanation for the failure event of this case consistent with all reported facts and findings. This pi case is not device-related." Procedure-related factors: cup malposition in absent anteversion retained and protruding bone cement into inferior joint space patient-related factors obesity as secondary factor (bmi = 38). Device-related factors: none diagnosis: cup malposition in absent anteversion in combination with retained and protruding bone cement into the joint space have contributed to impingement between stem neck and cup rim and/or extruded cement with an overload condition and fatigue accumulation as result with ultimately a fatigue fracture." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. A review by a clinical consultant concluded: "cup malposition in absent anteversion in combination with retained and protruding bone cement into the joint space have contributed to impingement between stem neck and cup rim and/or extruded cement with an overload condition and fatigue accumulation as result with ultimately a fatigue fracture." No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not available.

Event description:
The customer reported that the exeter stem had snapped. A review of the provided medical records confirmed shell malposition.